Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence however after further review it was determined that a reportable event had not occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
Observation found during evaluation at bd service center: no image from the probe was produced. However, probe, beamformer, beamformer power cable, beamformer usb cable and beamformer connector board work properly.